Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not pacing, and a dislodgement was confirmed via chest x-ray. It was further reported that the rv lead "twiddled all the way back in the superior vena cava (svc)" and became wrapped around the right atrial (ra) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.